Manufacturer narrative:
(B)(4). Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in the literature titled ¿polyetheretherketone (peek) cages for anterior column reconstruction in pyogenic vertebral osteomyelitis¿ that 15 patients (05 females and 10 males) with a mean age of 59 years (range: 40-82 years) underwent clinical and radiological evaluation with average follow-up of 26 months. Two cases involved cervical spine, four cases thoracic spine, and nine cases lumbar spine. One patient was reported to have died 11 days after surgery because of respiratory failure. Second patient was reported to be admitted due to severe mechanical back pain and elevated crp (30). MRI showed l2-l3 osteomyelitis with epidural and psoas abscesses. She had diabetes mellitus type ii and sideropenic anemia and developed septic shoulder arthritis 18 days prior to first presentation in the facility. The patient underwent posterior instrumentation with pedicle screws and anterior column reconstruction using peek cage. Based on sensitivity testing, antibiotics were administered parenterally for 50 days. At the end of antibiotic treatment, patient was discharged symptom free with normal crp. Seven months after surgery patient presented again with back and right leg pain. Crp was elevated (93) and MRI showed psoas abscesses with osteomyelitis of l4 vertebral body. Another surgery was undertaken with the removal of peek cage and l3 pedicle screws. Screws in l2 vertebral body were not loose and were left in situ. Additional pedicle fixation of l1 and l4 resulted in stable construct. L2¿l3 interbody space was packed with tricortical graft and cancellous bone obtained from iliac crest. The patient was prescribed intravenous antibiotics for 45 days. Thereafter, she remained symptom-free and without signs of infection. Third patient was treated for diabetes mellitus type ii, and presented 10 days after l4¿l5 discectomy with deep wound infection. MRI showed disc space infection with highly elevated crp (296). Patient was treated with decompression and debridement. Based on sensitivity testing, antibiotics were administered parenterally for 60 days resulting in gradual resolution of infection. Five days after discharge, the patient was admitted again due to severe back pain and elevated crp (55). MRI showed disc space infection with paravertebral abscesses . Pedicle fixation and anterior column reconstruction with peek cage were performed. After surgery, antibiotics were administered parenterally for another 6 weeks. During antibiotic treatment, the patient complained of persisting back pain. Six weeks after instrumented fusion, x-rays and CT disclosed screw (from unknown manufacturer) loosening in l4 and l5 with anterolisthesis of l4; and MRI showed multiple abscesses at l4 and l5 with crp being elevated again (70). The patient underwent another surgery and peek cage was removed together with overtly loosened l4 and l5 pedicle screws. L4 and l5 interbody space was packed with autologous bone; and segments from l2 to ileum were instrumented. Again antibiotics were administered for 6 weeks resulting in definitive remission of infection.